Manufacturer narrative:
Returned device consisted of 133 cm of a coyote balloon catheter. The distal end of the device, entire balloon and most of the inner shaft was not returned for analysis. The wire used in the procedure was not returned for analysis. The hypotube, port weld/exit notch, inner/outer shaft were microscopically and tactile inspected. Inspection revealed the inner shaft was separated (and not returned) at the distal end of the port weld/exit notch, with the outer shaft damaged (stretched) at the proximal weld for 2 mm. The proximal end of the device was measured. The distal end of the device was not measured and functional testing could not be done, due to the condition of the device. The damage is consistent with high tensile force applied to the shaft area. Microscopic inspection found the remainder of the device free of damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was further reported that the patient's status was stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that catheter entrapment and shaft break occurred. The 99% stenosed target lesion was located in the severely calcified distal anterior tibial artery (ata). After a non-bsc guidewire crossed the lesion, pre-dilation was performed using a 2mm balloon catheter. Then a 2.5mm x 220mm x 150cm coyote¿ balloon catheter was used to dilate the lesion for several times. However, when the balloon was pulled out, the device became stuck with the non-bsc guidewire. The guidewire and the balloon catheter were removed together as a system and it was noted that the balloon shaft was separated when it was forcibly pulled. The procedure was completed with a different device. No patient complications were reported.